Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316700, model: sc-2316-70, serial: (B)(6), batch: 7084338.

Event description:
It was reported that following the implant of the spinal cord stimulator (scs) lead it migrated which was caused by tension that was applied to the or cable the lead was repositioned a few days later and high impedances were identified on the left lead. The physician decided to leave the lead implanted and programming was performed around the contacts that exhibited the high impedances. The stimulation had not yet been turned on, therefore there was no affect to the therapy.